Event description:
Healthcare professional reported a patient was injected with juvéderm® vollure¿ xc. The patient experienced ¿swelling and nodules and a possible occlusion.¿ the healthcare professional treated the patient with hyaluronidase. The event resolved.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.